Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/12/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Product complaint # (B)(4). Date sent to the FDA: 7/12/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? It band. Was additional dissection required in other organs/tissues other than the target tissue? No. What is the lot number? They think it was rlbcak. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Js. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a hip procedure in (B)(6) 2023 and barbed suture was used. During the procedure, it was reported by the sales rep, they saw the fa for the trauma surgeons. They were having issues with stratafix earlier this year and he thinks it¿s when dr carothers was having issues. He said that they were suturing a tendon and the barbs didn¿t hold tension on the tissue during hip surgery. That the tissue opened up with the new product and didn¿t hold like the old. So they ended up using vicryl pops instead. Surgery was delayed for three minutes. New vicryl was used to successfully complete procedure. No adverse patient consequences were reported. Additional information was requested.